Event description:
Late 50¿s male with history of peripheral vascular disease, stricture of artery. Procedure: left lower extremity angiogram with balloon angioplasty. Device would not deploy when inflating balloon, the "white/black/white" piece did not come back. Manufacturer response for device, hemostasis, vascular, mynx control (per site reporter). Will obtain.